Event description:
Caller reported a malfunction on pump, with the malfunction code being non-resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 220 mg/dl. Cts arranged for a replacement pump to be sent, as the original pump was under warranty, and advised the caller on necessary steps such as using mdi as a backup therapy, returning the problematic pump via ups, updating pump settings, and connecting their cgm to the replacement pump.